Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out of range pace impedance measurements and loss of capture (loc). Further testing was performed and capture could not be achieved so the lv lead was programmed off and an echocardiogram was performed. The patient was found to have an ejection fraction of 20 percent. No adverse patient effects were reported.

Manufacturer narrative:
As a result of the potential lead fracture and patient's low lv ejection fraction, a lv lead revision was performed. The lv lead was successfully capped and replaced. There is no additional information at this time, this report will be updated should further information be received.